Manufacturer narrative:
Complaint folder (B)(4). (B)(4) (suture). Evaluation: clinical development manager (cdm) was on site and recommended the surgeon lifting technique changes that may help. Clinical attempted to get additional info related to the pt outcome from the account on 03/10/2011, 3/14/2011, and 03/21/2011 and it was always avoided; no additional info was provided. Surgeon said to cdm that she will not be reporting since (the problem) is not a complication from the il (intralase). That she (surgeon) had never reported epithelial ingrowth in the past.

Event description:
Surgery support to investigate complaint of epithelial in-growth post ilse (intralase) procedure. Surgeon reported she had successfully treated all the epithelial in-growth. Surgeon reported has good vision on all the pts except one that she had to suture. Pt has astigmatism that surgeon expect will resolve over the next month.